Event description:
The complainant stated the bed is popping out of brake if the bed is shaken.

Manufacturer narrative:
The tech isolated the issue to a broken brake detent. He replaced the brake detent to repair the bed.